Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with extreme light sensitivity that began the day before that is worse in left eye than in right eye. The topical steroid dosage was increased as patient was started on lotemax every 2 hours in left eye for a day. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of slight irritation and foreign body sensation in left eye more than right eye, that red eye fluctuates but vision is great. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2017: right eye pre-op 20/15 -5.00 x -.50 x 120, left eye pre-op 20/15 -5.25 x -.50 x 85.